Event description:
It was reported that the patient has an apparent allergy to the device. Fluid has developed around the device and it has been removed three times. The patient was referred to a dermatologist for placing of allergy samples. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.